Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 26feb2016. The heartmate 3 lvas instructions for use lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient¿s c-reactive protein was 2.0 mg/dl and white blood cell count was 8.7. The patient was admitted urgently when their general condition deteriorated at home. The patient had reduced general condition, speech dyspnea, lip cyanosis. Lab results revealed the patient had staphylococcus aureus in blood cultures. The patient was started on antibiotic therapy with intravenous treatment. The patient was discharged from the hospital on (B)(6) 2020 and the driveline infection was present. Antibiotics were continued post discharge.

Event description:
It was reported that the event of infection was resolved with sequela of persistent disability as of (B)(6) 2021 and continues to persist.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous infection event is reported under MFR# 2916596-2020-06188. Previous event regarding the stenosis was reported under MFR# 2916596-2021-01008.

Event description:
It was reported that patient had a major infection on (B)(6) 2021. The dressing was changed regularly by staff and the driveline was easily inflammable, but not exacerbated. The routine smear test from (B)(6) 2021 was positive for staph epidermis. In the CT (computed tomography) diagnosis on (B)(6) 2021, a fluid line in the suprafascial driveline could be detected. Clinically the cable exit point was also clearly inflamed. There was no pain nor recent infection symptoms. There was fluid accumulations that resulted in stenosis within the graft protector. There was revision by surgery on (B)(6) 2021. At the time of discharge from hospital, on (B)(6) 2021, the driveline infection was still present, and antibiotics were still ongoing.